Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient wanted to know what the doctor did to make them so sore on their left side. They first got the stimulator implanted on the left side, and as soon as they got it they had problems on their left side. They were sore and had trouble bending. When they just lifted their leg up to sit down, it felt like someone was jabbing them all over again. It hindered their walk, as they had to step up with their right foot first. They had not had the stimulator two weeks and the doctor scheduled to have the stimulator moved to the right side. The patient did not want it moved to the right side because they had always had pain on the right side. They had a kink in their spinal cord and trouble with their right leg (not a alleged to be related to device/therapy). Even after the stimulator was moved to the other side, the patient was still having pain on the left side. They asked the doctor about it and they had no answers. The caller believed the doctor went through a bundle of nerves. When they first got the device, they did not put them to sleep and it was unbearable. The pain was so bad they thought they were going to pass out. Topical cream did not work to numb the area. The patient was redirected to their healthcare provider to further address the issue. It was explained to the patient it was unknown what was causing the pain on their left side still and that this was a medical question they would have to follow up with a doctor to address.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the steps taken to resolve the 'possibly going through a bundle of nerves,' was that an adjustment of stimulator was made in-office. It was unknown if the issue had resolved. When asked what steps were or would be taken to resolve the soreness, pain, and ambulation difficulties, they reported the patient with ambulation difficulties arose from the device. They would adjust and offer explant if approved/appropriate. The issue was not yet resolved/unknown if it was resolved. Device removal or replacement was not planned.